Manufacturer narrative:
No product was received for evaluation. A photo was provided which confirmed a hole was present in the small chamber outer seal of the dialysate bag. A device history record (DHR) was performed and indicated the lot has met related quality requirements. Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on 26 jun 2025 from a clinical educator, who stated upon opening a dialysate bag for continuous renal replacement therapy (crrt), a hole was observed in the seam and fluid came out on (B)(6) 2025, there was no adverse impact to the patient or user. Additional information was received on 02 jul 2025 from the clinical educator who stated the bag was popped along the seam in the small chamber. The issue occurred after removing the plastic outer wrap, prior to activating the bag.